Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed loss of capture on the shock channel and high out of range shock impedance measurements. A boston scientific technical services (ts) discussed testing lead integrity with the old device at change out. Device remains in service. No adverse patient effects were reported.